Event description:
It was reported that the user experienced a low blood glucose event after making a usual meal announcement while using the ilet, with the cause of the hypoglycemia unclear; the user and spouse sought guidance on meal announcements, and troubleshooting and education were provided, including discussion of small meals below the announcement threshold and monitoring. Symptoms included low glucose. Outcomes included oral carbohydrate treatment and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction reported and that the event was managed with standard hypoglycemia treatment. It was concluded that the event was consistent with hypoglycemia of unclear cause during the ilet learning period and that continued monitoring and appropriate meal announcement use were advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.